Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted because the patient could not void. Upon scoping the patient it appears there may be the start of an early erosion. The cuff was removed and a deactivation plug was placed. The balloon and pump remain implanted.